Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheal tube had defects. Every time the cuff was tested, the balloon "snapped". The event occurred during testing, the device was used by a nurse, no patient involvement. There are more tubes available from the same lot number. The issue was resolved by replacing the tube

Manufacturer narrative:
Device evaluation: one (1) used unit and nineteen (19) sealed units were returned for investigation. During the visual inspection, a hole was detected on the cuff. In addition, as a result a leak was caused in the cuff. The failure mode of ¿cuff deflation/leakage¿ was confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken.